Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deployment difficulty occurred. The physician attempted to place a taxus express2 2.75x16mm drug eluting stent to the severely calcified mid right coronary artery (rca), but the stent was unable to fully expand due to the amount of calcium. The stent struts got stuck in the calcified lesion. The lesion was pre-dilated with a 2.5x15mm maverick balloon. The physician then ballooned the lesion several times and was able to successfully place the stent. The physician believes it was not the fault of the stent, but that the calcium was underappreciated and an ivus catheter and cutting balloon should have been utilized. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The delivery device was discarded by the hospital and the stent remains implanted in the patient, therefore, no direct product analysis is available. The root cause of the complaint incident could not be determined.